Event description:
It was reported the pt is experiencing pain at her ipg site. The pain is located in the pt's buttock and wraps around the groin area. The pain is present while stimulation is on or off. The pt met with her physician and the physician wants to monitor the pt for now.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.